Manufacturer narrative:
Results of functional testing indicate the device failed an operation test. The ready for use (rfu) indicator and the therapy capacitor were found to be faulty. The therapy capacitor was replaced to resolve the issue. The device was returned to use and remains at the customer site.

Event description:
It was reported the op check failed. There was no patient involvement.